Event description:
A report was received that the patient is scheduled to be explanted. The patient is no longer experiencing the pain that she was implanted for however, she would like to be explanted due to experiencing pocket site discomfort.